Event description:
Upon initiation of dialysis, a blood leak alarm noted. Visual inspection validated the (plus) presence of blood leak. Tx stop asap, blood not returned. Patient¿s v/s checked noted wnl, no distress noted.